Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Erratic readings which didn't match clinical state. The catheter remained implanted for six days. The device was provided to manufacturer for investigation post removal. No patient injury occurred as a result of the event.